Event description:
A ventilator was returned to a third party svc ctr for eval. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the third party service center, a "service required" and "ventilator inoperable" alarm codes were found in the ventilator's downloaded error log. The device's interface board and system board were replaced to address the issue.